Event description:
A customer contacted a baxter tech service rep (tsr) regarding a home patient (hp) feeling full (abdomen felt distended) and wanted to drain off fluid (fv 1586ml). Tsr assisted the hp to bypass t drain 1. The hp drained 1472ml, and previously the hp drained out 236ml in the initial drain. The hp's program parameters were as follows: initial drain set at 1500ml, fill volume is 2000ml and initial drain alarm is set at 1500ml. No manual day exchange was performed prior to the start of the therapy. Therapy was continued after the reported overfill. The patient was not meeting the expected drain volumes and received & bypassed low drain alarms in initial drain. Proper bypass procedures were reviewed with the hp. The initial drain alarm and the patients prescription was recently changed. The hp was not holding fluid in limbs and has never been diagnosed with congestive heart failure of cirrhosis. The hp has had no medication or diet changes. The hp had no ultrafiltration (uf) alarms, did not know the uf volume and did not know the current uf. The hp was not having catheter problems and no fibrin, kinks or clots were found in the lines. The tsr bypassed the hp into fill 2 to continue therapy. The hp's drain history indicates that the hp was previously not draining well. In addition to not draining well, the hp only drained 236 ml of fluid in initial drain and then bypassed a low drain alarm to move into fill 1. After a fill 1 volume of 1586ml, which resulted in the hp feeling full, the hp drained out 1472ml to resolve the "feeling full". Cause has been identified as the hp bypassing a low drain alarm in the initial drain.

Manufacturer narrative:
The device was requested for evaluation, however, the hp was not interested in an evaluation of the device.